Manufacturer narrative:
The following functional tests were performed: the philips remote service engineer (rse) talked to the customer and confirmed that the alarm text appears on the display, but you cannot hear the sound. The customer biomed confirmed that the external speaker was properly connected. After the device was rebooted, the alarms can now be heard. The rse suspected that the customer muted the alarms. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was confirmed. The device was operational after the was rebooted. The investigation concludes that no further action is required at this time.

Event description:
It was reported the nurses cannot hear the audible alarms at the nursing station. The device was in use on a patient. There was no report of patient or user harm.